Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray and required rebooting in an attempt to regain functionality. There is no report of injury or death associated with the event described tin this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.